Manufacturer narrative:
The customer provided a photo of the fenestrated bipolar forceps instrument, which was reviewed by isi. The photo revealed that a piece of the bipolar yaw pulley (made of ultem) had broken off from the grip. Isi received the fenestrated bipolar forceps instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ the instrument was returned with a broken bipolar yaw pulley. The broken fragment, which is approximately .060" by .151" in size, was not returned. Fa indicated that this breakage may occur when excessive force is applied to the distal end of the instrument. The known cause of this failure is mishandling/misuse. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the fenestrated bipolar forceps instrument, it was alleged that a fragment broke off and fell inside the patient. The fragment was not retrieved. It is unclear if the missing instrument fragment actually fell and was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a fenestrated bipolar forceps instrument¿s jaws would not close. The customer checked the instrument and found plastic at the distal end to be broken and a fragment was found to be missing. Operating room (or) staff attempted to locate the missing piece by irrigating the abdominal cavity, but were unsuccessful. The customer indicated that the piece could not be found within the surgical space. The procedure was completed with a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the patient has not returned to the hospital due to any post-surgical complications related to the retention of a foreign object. The instrument was used for over two hours and was not removed until the breakage was identified. The instrument was inspected prior to use.